Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had hole in the flange and a broken tracheostomy tie. The patient had to be recannulated.